Manufacturer narrative:
(B)(4). Evaluation, results: endoleak; type ii endoleak. Evaluation, conclusion: type ii endoleak.

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm approximately one month ago. The aortic neck had moderate angulation, mild calcification with a slight dissection just below the renal artery. The left renal artery had 90% stenosis prior to the stent graft implant which was resolved by placement of a bare metal peripheral stent. A final angiogram was performed after the stent graft was implanted and demonstrated a late filling type ii endoleak which the physician expects to thrombos off by the 30 day follow-up. There was also a slight type IV endoleak at the level of the flow divider. No intervention was performed and the decision was made to monitor for the endoleak in 30 days. No additional clinical sequelae were reported and the pt is fine.